Event description:
Additional information: the part number for the screw used to complete the case successfully was an ar-8922 12mm suture button. Minimal additional time was added to the case to repass the tendon into the bone socket.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on visual analysis of the ar-1547bc, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure to ensure the screw sits flush with the cortex as per flexor digitorum longus tendon transfer with dx button and tension-slide technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/21/2024 it was reported by a sales representative via email that an ar-1547bc biocomposite tenodesis screw was implanted during a tibialis anterior tendon transfer procedure on (B)(6) 2024. The surgeon whip-stitched the tibialis anterior tendon, then drilled through the bone with a 2.4 mm guide pin and reamed with a 4.0 mm reamer. The surgeon docked the tendon and inserted the ar-1547bc biocomposite tenodesis screw. Upon releasing the hold on the patient's foot, the tendon snapped. The surgeon stated the screw cut through the tendon and removed the screw. The patient's tissue quality was healthy. To complete the repair, the surgeon re-whip-stitched the graft docked into the bone socket and tied sutures over a 12 mm button.